Event description:
Patient had pressure tubing connected to cvp. Rn found blood coming out of cvp tubing. The clear tubing coming out of the "vamp" part had disconnected and "fell out". The tubing was not able to be reconnected and stay in place after reconnecting.